Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 91 mg/dl. Customer was trying to enter the carbs and the pump numbers started going up from 1 to 200. Customer removed the battery and inserted a new battery. Customer received a battery out limit alarm and was later stuck on the main menu after clearing the alarm. Customer stated that the keypad was being unresponsive. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected display anomaly or battery out limit alarms were noted during testing. The insulin pump passed the displacement test and the off no power test. The operating currents were within specification. Intermittent button response was noted due to corroded keypad traces. The insulin pump was received with a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.